Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt sample was retested via the reflex conditions set on the instrument and the result was within the normal reference range. The initial erroneously elevated result was not reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse performed preventative maintenance on the instrument. The fse replaced the transducer and completed necessary adjustments. The fse also replaced the ultrasonic pcb due to new transducer voltage not stabilizing. The fse performed diagnostic testing including system check, high sensitivity system check and precision with low level control and all testing passed and met set specifications. Although the fse addressed hardware issues, a definitive root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.